Manufacturer narrative:
Received 1 used silicone catheter. The reported event was confirmed with an unknown cause. Per the visual evaluation, it was noted that the balloon had a ruptured/burst. No pieces were missing. Per the dimensional evaluation, the active length was measured and the results were as follows: short side= 0.8005¿, long side=0.8240¿ (per drawing no. (B)(4) the active length is 0.6¿ to 0.9¿). The rupture was measure = 0.4910¿. The catheter active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities: 3 cc balloon: use 5 ml sterile water, 5 cc balloon: use 10 ml sterile water, 30 cc balloon: use 35 ml sterile water, do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, there was allegedly a crack in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, there was allegedly a crack in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, there was allegedly a crack in the balloon.